Event description:
It was reported the gastrointestinal videoscope exhibited no picture. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on historical data, possible causes include: damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.